Manufacturer narrative:
The reported event is confirmed packaging related. Visual evaluation noted received 5 photo samples. First photo sample received shows stent that indicates size at 4.7 fr x 26 cm. Second photo sample shows product complaint form. Third photo sample shows outer product packaging which indicates pcn as 777624, lot number at nghr0320 and fr size as 6 fr x 24 cm. Based on the photo samples received the reported event is confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wrong line clearance. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that stent size indicated outside the pouch was 6x24, actual stent inside the sealed pouch was 4.27x24.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that stent size indicated outside the pouch was 6x24, actual stent inside the sealed pouch was 4.27x24.